Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead 2002-(B)(6), 5076 implantable pacing lead 2002-(B)(6), (B)(4).

Event description:
It was reported that the thresholds on the left ventricular (lv) lead were high since implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.